Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that a 4french power PICC solo was inserted into a patient and following use, the valve was found to be leaking - so, blood and bodily fluids were leaking out of the catheter. An over the wire catheter exchange was performed to remove the malfunctioning catheter with a functional catheter.

Event description:
It was reported that a 4french power PICC solo was inserted into a patient and following use, the valve was found to be leaking - so, blood and bodily fluids were leaking out of the catheter. An over the wire catheter exchange was performed to remove the malfunctioning catheter with a functional catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, labeling, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of bleed back was inconclusive due to the sample condition and because clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The catheter had been cut at the 14 cm depth mark and the distal segment of the catheter was not returned for investigation. The printing on the extension leg was completely worn. The printing on the molding wing was partially worn. The PICC was received without a cap on the solo connector. The solo valve was in its proper position. A microscopic examination revealed residue from use within the solo valve, which may have affected the functional performance of the valve. A functional test revealed that the catheter was patent to infusion and no leaks were observed in any part of the catheter. One of the benefits of the proximal (solo) valve is reduced blood reflux compared to open-ended catheters. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. Injection caps or end caps should be attached to the catheter hub and securely tightened. Injection caps should be changed every seven days or per agency policy, when the injection cap has been removed for any reason, or anytime the cap appears damaged, is leaking, or blood is seen in the catheter without explanation or blood residue is observed in the injection cap. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.